Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed a crack on the top case, broken ac plug and crack on right plunger case. The event history log contained motor not running. No other error was found in history. Functional testing duplicated the motor not running during occlusion test but was unable to duplicate the check syringe barrel at power up. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined the cause of the issue was the stepper motor not working as intended. The top case, plunger assembly, stepper motor, power receptacle seal was all replaced.

Event description:
It was reported that the pump exhibited motor not running, the pump was also alarming check syringe barrel clamp, and the a/c plug secure cover was broken. There was no patient involvement.